Event description:
The reporter stated the surgeon used a cc4204a collamer aspheric single plate lens. Could not get the lens to advance. The tip of the cartridge touched the pt's eye. The lens did not have pt contact. No pt injury. The plunger over-rode the lens. Another same model and size lens was implanted. This incident was due to loading error.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found lens stuck inside cartridge. There was no visible damage to cartridge. There was evidence of dark surgical residue on device. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. #(B)(4).